Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure on (B)(6) 2018. During the procedure, the patient experienced a cardiac arrest and it was noted that the right ventricular lead could not capture after the procedure. On (B)(6) 2018 the patient presented for a lead revision and it was noted that the patient had severe bleeding at the site of access while placing the right atrial lead and right ventricular lead. The patient had another cardiac arrest during the procedure and passed away.